Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one stylet from an equistream kit was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for issues with the introducer needle, as the introducer needle was not returned with the sample. However, the investigation is confirmed for a partial split in the stylet, as a split in the stylet was identified approximately 20.6 cm from the luer. Blood and residue were noted in the stylet. The edges of the split were observed to be jagged and stretched. The opening of the split and the deformation in the stylet appeared to be longitudinally aligned. There appeared to be bulging at the opening of the split on both ends of split/deformation region. The findings from the investigation are consistent with fracture and deformation due to compressive stress issues. However, the root cause could not be determined based upon available information. Labeling review: a review of product labeling documents showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during the placement of the dialysis catheter, the guidewire got allegedly stuck in the introducer needle. Reportedly, another device was used to complete the procedure. There was no reported patient injury.